Event description:
It was reported that during an open lobectomy, the staples on 2 lines of 6 lines were unformed when the device loading the blue cartridge was fired on the lung parenchyma at the 2nd firing. The target tissue was thick. Buttressing material was not used. Additional suture was performed. There were no adverse consequences to the patient. Additional followup: during which stroke did the event occur? ---after 4th. What other color cartridges were used before and after this event? ---white, green. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no.

Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. In addition, 3 green cartridge reloads, 2 blue cartridge reloads and 1 blue reload were received. The cartridge reloads were noted to be fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.